Event description:
It was reported that the pump exhibited error code 1260. No patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4 UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com . One device was returned for analysis. Visual inspection showed the top/bottom labels were missing. The tamper seal was broken. An event history log was not performed due to error code 1210 on the pump display. The reported issue of error 1260 was not duplicated, however the microprocessor unit board clock battery lead contact was pulled off and caused error code 1210 on the pump display due to damaged. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.